Manufacturer narrative:
The device has been received by inspach. If add'l info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that there was a "small hole" in the hose of the device down by the foot pedal. The product was not used in surgery. No injuries or medical intervention were reported. There was no add'l info provided.